Manufacturer narrative:
Codman contacted the customer to confirm whether the device and/or lot information would be available. It was communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Customer reported that the patient was admitted in 2006 after being involved in a multiple vehicle crash where she suffered several traumatic injuries to include an intracranial hemorrhage. An intracranial pressure monitor was placed and subsequently removed 6 days later. The patient appeared to be doing fine. She was alert and oriented; however, she begain to experience headaches. A CT scan was taken. And revealed a brain abscess. Surgery was conducted two weeks later and a partial tip of the icp monitor was found in the brain. Antibiotics were initiated, but the patient experienced a fever. The brain abscess had not resolved. A second brain abscess surgery was performed 13 days later. The patient remains alert and oriented. Med watch submitter was contacted for lot information. Customer reported that it is not available.